Event description:
It was reported that the device was used during a breast biopsy procedure. The customer reported after the breast biopsy, the marker probe was used to mark site. When withdrawn from the pt, the tip of catheter was missing. The md did a physical exam and did not locate the missing part. There wasn't any negative outcome at this time.